Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a left superior pulmonary vein (lspv) tear occurred. The case was aborted while the patient was not under general anesthesia. A surgical repair was then required to repair the tear. No further patient complications have been reported as a result of this event.